Manufacturer narrative:
(B)(4). Additional information: pt age - it was reported that the patient was elderly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was reported pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.